Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link needle-free IV connector cracked in half during use. The issue was noticed while infusing unspecified fluids at 5 ml/h with an unspecified infusion pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: two (02) actual devices and a companion sample were provided for evaluation. Visual inspection of returned samples observed one broken sample and separated from the center of the piece. Visual inspection of the companion sample did not identify any abnormalities that could have contributed to the reported condition. Functional pressure test and clear passage under water tests were performed on the companion sample and only one actual sample; no defects were observed. The reported condition was verified in one of the returned sample. The cause of the could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.